Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received the multiple pump error alarm. The customer¿s blood glucose level was 369 mg/dl. The customer stated that insulin pump was not working. The customer reported that the insulin pump had blank display. Troubleshooting was performed and the display did not returned. The customer stated that the contact on the battery cap was neither damaged nor corroded. The customer stated that the self test was passed. The customer received another unexpected restart alarm after the troubleshooting was performed. The device will not be returned for the analysis.